Manufacturer narrative:
Batch#: 24085440, 24095456. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot# 24085440 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# mz1000-07 and lot# 24095456 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim. It was reported that "caps are getting stuck on lines and we are unable to remove them without use of external devices ... Syringes are getting stuck on the caps ... Saline leaking out around the connection ... Caps are allowing small amounts of IV fluid to leak out ... When drawing back blood, there is always blood droplets left on top of the cap. ... When administering medication via IV push, drops of the medication are left on the outside of the cap"